Event description:
Customer reports the use by date on the compact test strip vial as 12/2012. Manufacturer's electronic inventory system confirmed the actual use by date to be 12/31/2010. No adverse event reported. Requested return of suspect device and replacement was sent.